Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced a "fluttering feeling in the eye on occasion" and noticed that when her head is turned a certain way "it seems like light is entering the lens from the side". The consumer reported that, upon examination by her surgeon, the lens was confirmed to be in good position. She also reported that the events are continuing but "better". Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 07/24/2009.